Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2019 and suture was used. While closing the wound by interrupted suturing on the fascia, the suture broke during instrumental tying. No additional information was available. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.